Manufacturer narrative:
The product was returned and evaluated against the complaint. Visual inspection confirmed the bearing to be heavily worn. The bearing remains assembled with the head upon receipt. Returned device shows wear of the bearing as it is rotated around an axis. On one side of the bearing, the poly material has been scraped such that a large amount is missing. The scraping culminates into a poly strand which protrudes from the bearing's rim. The other side of the bearing exhibits deep scratches but all of the poly material has stayed in tact. The DHR was reviewed and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility and it was determined that the following implants: ep-200152 and us157852, the use of bearing with an existing magnum cup is off label use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown stem, lot # unknown. Item # 163638, cocr modular head, lot # 107340. Item # unknown, unknown shell, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised approximately twelve years post-implantation due to wear caused from the liner being at an improper angle. Additional information was requested however, no further information is available.